Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds, low amplitude and loss of capture. An invasive procedure was performed to abandon the lead and explant the device. No adverse patient effects were reported.